Event description:
A customer reported that their pump screen was dark and would not turn on, leading to their blood glucose level exceeding 500 mg/dl, with the display showing "high." The customer managed the situation by administering a correction injection using multiple daily injections. Reportedly, the customer reverted to alternate method of insulin therapy.